Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the journal article: during the tapas trial (thrombus aspiration during percutaneous coronary intervention in acute myocardial infarction study), export aspiration catheters were used. 447 patients were identified. 139 underwent conventional pci. 338 underwent thrombectomy with pci. Overall, 10 patients died during follow-up in the conventional pci group versus 17 patients in the thrombectomy group. Myocardial infarction was another outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.